Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgery on a canine, it was observed that there was no power to the small battery drive device even with different battery devices. There were no delays to the surgical procedure as a spare device was available to complete the surgery successfully. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the device had no power. It was determined that the device failed the safety assessment (check the off/osc/on switch mode function) because the device did not run and when the trigger was pressed, there was no function or motion. During service/repair, it was further determined that the motor was damaged and had no rotation, the device had corrosion and there was an unknown debris on the motor. It was determined that the device had an unknown liquid and debris inside and there was corrosion on the housing. It was observed that the bearings were worn out and the device had rough rotation. It was determined that the safety disc was missing. It was determined that the cause of the motor failure was due to improper cleaning. The assignable root cause was determined to be due to improper cleaning methods. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.